Event description:
It was reported that during unwrapping of the tray for a spine fusion procedure, the vector calibration device was found to be missing a screw. It was reported that the procedure was completed successfully, with the use of navigation, without a surgical delay, and without adverse consequences or medical intervention.

Event description:
It was reported that during unwrapping of the tray for a spine fusion procedure, the vector calibration device was found to be missing a screw. It was reported that the procedure was completed successfully, with the use of navigation, without a surgical delay, and without adverse consequences or medical intervention.

Manufacturer narrative:
During the device evaluation, the reported event was confirmed, and physical impact to the device by another instrument was determined to be a potential root cause. The device was repaired and placed into manufacturer stock.

Event description:
It was reported that during unwrapping of the tray for a spine fusion procedure, the vector calibration device was found to be missing a screw. It was reported that the procedure was completed successfully, with the use of navigation, without a surgical delay, and without adverse consequences or medical intervention.

Manufacturer narrative:
The report regarding this event was filed in error. The vector calibration device is intended to be used to either recalibrate previously calibrated navigated instruments or to calibrate adapted instruments. In order to be able to use the device, calibration must be validated as successful. If validation failed, the software will indicate the deviation and advise that the instrument requires a new validation or, alternatively, calibration, so it would be noticeable to the user. Additionally, the vector calibration device is used only on the back table, not in the vicinity of the patient. Therefore, it would never come into contact with the patient. In the past, this type of malfunction for this product has not caused or contributed to a death or serious injury. Therefore, it is not likely that if this malfunction were to recur that it would lead to a death or serious injury.